Event description:
Event description guidant received information that a lead fault message was printed on this heart failure partner print out. The patient had to leave the physician's office and will be seen later this month.